Event description:
It was reported that after transurethral holmium laser lithotripsy procedure to treat kidney stone, the fiber was pulled out and found to be fractured. The procedure has been already completed with this device. There was no patient complication.